Manufacturer narrative:
The results of the investigation are inconclusive. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the final implantation of the patient's scs system the physician removed the lead by error as he removed the trial extension. An abbott representative was not present during the event, but the patient was successfully implanted with a new lead.